Manufacturer narrative:
The customer did not supply any patient demographics such as age, date of birth, sex or weight. The customer's phone number is (B)(6). A beckman coulter (bec) field service engineer (fse) was dispatched to the customer's site. The fse replaced the peristaltic pump tubing and aspirate probes due to the failing system check obtained by the customer. The replacement of the parts did not resolve the issue. The fse then discovered that the alignment of the aspirate probe plate to the reaction vessels (rvs) was off. The alignment was adjusted by several steps down (z-axis) in order to ensure that the rvs were being completely evacuated of waste material. A system check was then performed which passed within instrument specifications. In conclusion, due to the fact that multiple parts were replaced and a hardware alignment was significantly adjusted which resolved the customer's systemic issues a malfunction will be assumed. However, a sole contributor for this event cannot be determined with the information provided.

Event description:
The customer reported obtaining erroneously elevated carcinoembryonic antigen (access cea) and cancer antigen 19-9 (access gi monitor) patient results along with several other assays for an unknown number of patients involving the laboratory's dxi 800 immunoassay system (serial number (B)(4)). The customer discovered that the results were elevated when one (1) of the patients was redrawn on (B)(6) 2016 and lower results were obtained for both the access cea and access gi monitor assays. The initial, elevated results were released from the laboratory. The customer has contacted the ordering clinicians regarding the results discrepancies. There was no report of patient injury or change in patient treatment associated with this event. Assay qc (quality controls) started to recover out of range on (B)(6) 2015, around the time of the initial event. On (B)(6) 2015 additional assay's qc began to fail and the customer discontinued using the analyzer for resulting patient samples. A system check was performed on (B)(6) 2015 which failed due to an error in the wash portion. Assay calibrations were passing within specifications prior to the event. Information regarding the collection and centrifugation of the patients' samples was not supplied. No issues with sample integrity were reported by the customer. A beckman coulter (bec) field service engineer (fse) was dispatched on (B)(6) 2015 to address instrument performance.